Manufacturer narrative:
Analysis and results: there are two previous complaints of the same code-batch regarding this issue that were closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/ep and b.braun surgical requirements. We have received 14 closed samples to analyze this complaint. Tightness test to the samples received has been performed and the units are tight. We have tested the needle attachment strength of the samples received and the results do not fulfil the requirements of the european pharmacopoeia (ep). We have found three units with the needle already detached from the thread when opening the pack. We have checked these three units and the thread seems that was escaped from the needle, probably caused by a too low strength applied in the manufacturing process to attach the thread to the needle. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed. We apologise for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported that there was an issue with monoplus suture. The customer reports that the needle detached easily from thread, was pre-operative and needle lay loose in the close package. No patient was involved.